Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced pain at the pocket site. The right atrial (ra) lead exhibited noise, far field r-wave (ffrw) oversensing and the right ventricular (rv) lead exhibited noise and short ventricular to ventricular intervals. It was also reported that set screws were loose and that the lead pins were reinserted into device and tightened. The ra lead was also reprogrammed and remains in use. The rv lead and implantable pulse generator (ipg) remain in use. No further patient complications have been reported as a result of this event.